Event description:
A groshong port was implanted on april 6. 1992. Part of the groshong catheter was discovered on 4/24/92 in the patient's ventricle wiwth the remaining catheter attached at the port. The catheter and port were removed on 4/27 and 4/28/92device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.